Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with atrial undersensing. Non-sustained lead noise due to post-paced t-wave oversensing was also noted. Reprogramming changes were made for the atrial undersensing and reprogramming was recommended for oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.